Event description:
Kimberly-clark received a report from the (B)(6), stating, "during the procedure the dilator fell apart. With a lot of difficulty they were able to remove the rest piece out of the patient." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. Analysis of the returned device shows some stress to the peel away sheath. The root cause of the reported event is currently under investigation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.